Event description:
It was reported that the electrosurgical generator esg-400 exhibited error code 433 . The malfunction was identified during a unknown procedure and the procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.